Event description:
2024-sep-19: mpxr 1224212, mse1043501, sap ecc service and repair (B)(4) (rep, hcp, for): it was reported that there have been 3 additional cases today with "invalid device - discovered device not supported. The session will end now." Message. It was not possible to interrogate the implantable neurostimulator (ins). The issue was not resolved. 2024-dec-12 inbox (rep): no new information. For information regarding 3 additional cases, see pes (B)(4) for information regarding unable to interrogate due to discharged battery (B)(4).

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) determined that the ins was changed to ¿no security¿ security level during a manufacturing rework process and was not subsequently changed back to ¿commercial¿ level prior leaving manufacturing. This compatibility issue prevents communication with the commercial clinician and patient programmers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there has been 3 additional cases today with "invalid device - discovered device not supported. The session will end now." Message. It was not possible to interrogate the implantable neurostimulator (ins). The issue was not resolved.